Event description:
It was reported by the stryker field service rep that the customer alleged that the foot of the stretcher will not pump up. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Obstruction. Release pedal.